Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that their device only lasted three years and had to be replaced due to low battery. The device was explanted and replaced. It was later reported the right atrial (ra) lead also had impedance less than 100 ohms, no bipolar sensing or capture. When the ra lead was reprogrammed to unipolar, there was pocket pacing noted and it was unable to program outputs with a safety margin and not capture skeletal muscle. The ra lead was reprogrammed until it was capped and replaced. No patient complications have been reported as a result of this event.